Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 19.0cm was returned for analysis. A fracture of the ring electrode re sensing coil was noted at the is-1 connector, consistent with fatigue. This fracture is caused an intermittent short circuit between the inner and outer coils.

Event description:
It was reported that lead damage was observed via x-ray. Review of the egm revealed oversensing. The lead was capped and replaced. The patient was in good condition.